Manufacturer narrative:
(B)(4). Additional information: on (B)(4) 2012, pharmacovigilance contacted the nurse regarding the event. The following information was reported. On an unreported date, the patient experienced psychiatric problem and the patient did not pay attention on the technique of changing dialysate, which further resulted in peritonitis. On an unreported date, the patient was withdrawn from peritoneal dialysis (pd) therapy and transferred to hemodialysis, therefore, retraining on aseptic technique was not performed. The outcome of psychiatric problem was not reported. A causality assessment for psychiatric problem was not reported.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis with culture positive for gram negative organism in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter taiwan technical services, the following was reported. On an unreported date, the patient began continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2012, the patient experienced peritonitis. Cause of peritonitis was not reported. On (B)(6) 2012, global pharmacovigilance received the following additional information from a nurse. On an unreported date, the patient had a break in aseptic technique. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. It was unknown if the patient was discharged from the hospital. On an unreported date, dianeal and extraneal therapies were discontinued (previously not reported). The outcome of peritonitis with culture positive for gram negative organism was unknown. It was not reported if the patient was retrained on aseptic technique. The nurse stated the peritonitis with culture positive for gram negative organism was unrelated to dianeal and extraneal therapies. On (B)(6) 2012, a request for additional information was sent to taiwan pharmacovigilance regarding treatment and retraining on aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique by the user. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.